Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. It was also reported that the pump touch screen was unresponsive. Although the touchscreen was initially unresponsive, during troubleshooting with tandem technical support, the touchscreen responded to presses after a pump reset. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 62 - 147 mg/dl.